Event description:
It was reported that during an unk procedure, the hand piece alarmed. Another like device was used. There was no pt consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator was found in the the instrument. Due to this condition, it may lead to a solid tone on the generator. Complaint info is trended on a regular basis to determine if further investigation is warranted.